Event description:
A report was received that the patient¿s stimulation kept going on and off based on position and then had loss of stimulation. It was determined that the lead had several contacts that were out. It was believed that there was fracture on the lead when the patient had a fall several months ago. No further course of action.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that disconnection at the ipg connection site and other dysfunction of the leads were also suspected as reason for intermittent coverage and high impedances. The patient will undergo a lead revision procedure wherein the physician anticipated reconnecting the leads and possibly replacing the dysfunctional leads.

Event description:
A report was received that the patient¿s stimulation kept going on and off based on position and then had loss of stimulation. It was determined that the lead had several contacts that were out. It was believed that there was fracture on the lead when the patient had a fall several months ago. No further course of action.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced and the clik anchor was explanted. The old ipg tested fine and impedances were normal after the two new leads were implanted. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 16666237, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient's stimulation kept going on and off based on position and then had loss of stimulation. It was determined that the lead had several contacts that were out. It was believed that there was fracture on the lead when the patient had a fall several months ago. No further course of action.